Event description:
It was reported that a temperature alarm occurred on two occasions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl on any event. The customer was able to clear the alarm and resume insulin delivery, with no exposure to extreme temperatures or charging issues reported. The caller indicated this was a recurring issue.